Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient woke up and upon testing her blood glucose (bg) with a fingerstick, was at 50mg/dl; cgm was displaying 200mg/dl. Patient was eating but her bg level was not improving and she passed out. Patient's husband called an ambulance. The patient was taken to the hospital, where she was monitored for 3 hours. Patient was sent home the same day, when her bg was brought back up and was stable. Patient also reported that she was given prescription glucose gel. No additional event or patient information was reported. Patient did not enter fingerstick values into the cgm device promptly. The dexcom g5 mobile continuous glucose monitoring system states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.